Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the noise was not reproducible in clinic. Programming changes were made.

Event description:
It was reported that oversensing on the atrial channel was noted via merlin.net. Patient was asymptomatic and stable. Programming changes were recommended and will be made during next follow-up.